Event description:
It was reported that this right ventricular was explanted due to an unknown product performance anomaly. This lead was successfully replaced. This lead was returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
This report contains corrections to fields: h6: evaluation result codes (1) . H6: evaluation conclusion codes (1). H10: additional MFR narrative upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. The lead helix was noted to be deformed, likely related to the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular was explanted due to an unknown product performance anomaly. This lead was successfully replaced. This lead was returned and is pending analysis. No additional adverse patient effects were reported. Additional information was received, this lead was explanted due to concerns of a micro dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular was explanted due to an unknown product performance anomaly. This lead was successfully replaced. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report contains corrections to field: g3: bsc aware date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular was explanted due to an unknown product performance anomaly. This lead was successfully replaced. This lead was returned and is pending analysis. No additional adverse patient effects were reported. Additional information was received, this lead was explanted due to concerns of a micro dislodgement. No additional adverse patient effects were reported.